Event description:
It was reported that an asymptomatic pacer-dependent patient presented to the hospital for a pacer-to-ICD upgrade. During the implant procedure, when attaching the rv lead to the device, far p-wave oversensing which inhibited pacing, was noted. The lead was not implanted and was replaced. The patient was in good condition during and after the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.